Event description:
Information received with return of the explanted device notes that the atrial lead was capturing the ventricle at 5.4 v. Oversensing, low impedance and subclavian crush were also noted. The patient had no symptoms.